Manufacturer narrative:
The customer reported the suspect device/component would be re-worked however, no component is available for analysis. At this time, vyaire medical has not received the suspect device/component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent "flickering" display, while in patient use on this ventilator device. The customer stated no patient harm or injury with this event.